Event description:
On 07 aug 2012, the peritoneal dialysis registered nurse (pdrn) was contacted and the following information regarding "frequent peritonitis" was reported. On (B)(6) 2009, the patient's first peritoneal dialysis (pd) catheter was placed. In (B)(6) 2009, the patient began pd therapy. On an unknown date, but sometime between (B)(6) 2009 and (B)(6) 2009, the patient developed peritonitis. Details of the peritonitis (treatment, labs, culture, and gram stain results) were unknown. Outcome was not provided. On (B)(6) 2009, the patient's pd catheter was removed, and the patient was switched to outpatient hemodialysis (hd). The pdrn considered this event of peritonitis to be unrelated to pd therapy, dianeal, or the pd devices used. In (B)(6) 2009, the patient was switched back to pd. Date of pd catheter replacement was not reported. On an unspecified date in (B)(6) 2009, the patient experienced another episode of peritonitis. Details of the peritonitis. (Treatment, labs, culture and gram results) were unknown. Outcome was not provided. On (B)(6) 2009, the patient was switched back to outpatient hd. The pdrn considered this event of peritonitis to be unrelated to pd therapy, dianeal, or the pd devices used. Product surveillance made contact with the peritoneal dialysis (pd) nurse on (B)(6) 2012 regarding the reported incidents of peritonitis. The nurse reported the peritonitis episodes on an unknown date in august through october of 2009 and in november 2009 were due to issues with the peritoneal dialysis catheter. The nurse does not know the manufacturer of the pd catheter. The pd nurse clarified there was no peritonitis on the or between the dates march through june of 2012. The patient recently had a new pd catheter put in on an unknown date in (B)(6) of 2012 and was diagnosed with another peritonitis on (B)(6) 2012. The nurse stated the patient's physician indicated the cause of the peritonitis was due to internal adhesions. Culture results were positive for staphlococcus epidermidis. Since this last diagnosed peritonitis, the patient's pd catheter was discontinued and the patient was now placed on permanent hd. On (B)(6) 2010, the patient's pd catheter was removed. Indication for the removal was not specified. On an unreported date, the patient resumed pd therapy. On (B)(6) 2011, the patient experienced another episode of peritonitis. On (B)(6) 2011, the patient was switched back to hd (date of pd discontinuation was not reported). On (B)(6) 2011, the patient's pd catheter was removed. On an unspecified date, this event of peritonitis was recovered. The pdrn considered this event of peritonitis to be unrelated to pd therapy, dianeal, or the pd devices used. On (B)(6) 2012, the patient was switched back to pd therapy. On an unknown date, but sometime between (B)(6) 2012 and (B)(6) 2012, the patient experienced another episode of peritonitis. Treatment for this episode of peritonitis included an unknown antibiotic (dosage, frequency, route, and start/stop dates not reported). Details of the peritonitis (treatment, labs, culture, and gram stain results) were unknown. Outcome was not provided. On an unreported date, the patient was switched back to outpatient hd. The pdrn considered the event of peritonitis to be unrelated to pd therapy, dianeal, or the pd devices used. On (B)(6) 2012, the patient had a new pd catheter placed. On an unknown date, but sometime in (B)(6) 2012, the patient was switched back to pd therapy. At the time of this report, pd therapy was ongoing. The pdrn considered this event of peritonitis to be unrelated to pd therapy, dianeal, or the pd devices used. The pdrn stated that the cause for each episode of peritonitis was related to various factors including tears in the pd catheter (as a result of the patient allowing her catheter to "flop around" when not performing pd therapy) and the patient's dog biting through the catheter. Product surveillance made contact with the peritoneal dialysis (pd) nurse on (B)(6) 2012 regarding the reported incidents of peritonitis. The nurse reported the peritonitis episodes on an unknown date in august through october of 2009 and in november 2009 were due to issues with the peritoneal dialysis catheter. The nurse does not know the manufacturer of the pd catheter. The pd nurse clarified there was no peritonitis on the or between the dates march through june of 2012. The patient recently had a new pd catheter put in on an unknown date in (B)(6) of 2012 and was diagnosed with another peritonitis on (B)(6) 2012. The nurse stated the patient's physician indicated the cause of the peritonitis was due to internal adhesions. Culture results were positive for staphlococcus epidermidis. Since this last diagnosed peritonitis, the patient's pd catheter was discontinued and the patient was now placed on permanent hd. The pdrn did not attribute the ¿frequent peritonitis" to any baxter solutions or devices. Patient injury reported: yes; medical intervention required: yes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).